Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced . System error 105 was confirmed during a review of the event history log and caused by a seized motor. He failed motor assembly was replaced.